Manufacturer narrative:
On july 30, 2020, mentor completed evaluation of the device. Device evaluation summary: during the visual evaluation, particles were observed in the valve area, measuring approximately between 0.05 ¿ 0.002 cm, the product was received without saline solution. No damages or leaks were noted during the visual inspection. Additional analysis was performed to identify the composition of the material and it revealed they were primarily composed of a biological-base material. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide sterility assurance prior to release for distribution. The product insert data sheet states that during implantation, when inflating the implants, the surgeon should use a syringe filled with pyrogen-free, sterile sodium chloride u.s.p. Solution for injection to inflate the prosthesis to the recommended volume. Only sterile, pyrogen-free sodium chloride u.s.p. Solution for injection drawn from its original container should be used. As it is known that bacterial infections may result from contaminated saline, it is recommended that a new sterile saline container be used with each surgery and implant-filling procedure. The sterile saline should be drawn into a syringe and transfer into the implant by connecting the syringe to the two-way valve that is connected to the fill tube attach to the implant valve. This is known as a ¿closed¿ technique as the saline solution is never exposed to the outside environment. Each product is visually inspected during manufacturing to ensure the product meets the required specifications prior to shipment. Complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illness symptoms. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a primary breast augmentation with two 325cc saline mentor smooth round moderate plus profile breast implants and experienced symptoms including skin rashes, eczema, asthma, chronic fatigue, memory loss, rash on chest, rash on breast, rash on back, left breast pain, right breast pain, hair loss, thyroid issues, dry eyes syndrome, and red eyes. As a result, the patient underwent bilateral explantation on (B)(6) 2019. Following explantation, a deflation was noted on the left side and the patient reported foreign matter which was described as ¿floaties¿ on both devices. This report is for the right side device.

Manufacturer narrative:
On 10/15/2019, mentor became aware of additional information indicating the patient explanted without a replacement. On 10/24/2019, mentor received additional information indicating the patient experienced a candida yeast infection. In addition the patient's physician alleged the possibility of mold on the implant. On 11/8/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. As a result, the presence of mold cannot be confirmed at this time. Manufacturer¿s reference number: (B)(4).